Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® excluder® iliac branch endoprosthesis. It was reported that the olive tip of the device detached after deployment while the device was being withdrawn through a dryseal sheath. The fsa indicated that the olive tip could not be retracted into the 12 × 45 sheath. During attempts to retract the deployment catheter with excessive force, the olive tip detached. It is uncertain whether the sheath interfered with removal of the hgb. Access was contralateral, crossing over the aortic bifurcation using a 0.035" × 260 cm amplatz wire with a 1 cm tip. The anatomy was noted to be tortuous. Device deployment was completed successfully; however, resistance was felt during deployment catheter removal. The detached olive tip was successfully retrieved using a snare. There was no patient harm reported. The device deployment catheter is available for return.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.